Event description:
During an implant placement procedure, it was confirmed that the pt had a dura puncture. The physician aborted the procedure and performed a blood patch.

Manufacturer narrative:
The patient is reportedly doing well. The explanted leads were discarded by the hosp and will not be returned for eval. This is a final report.